Event description:
The pump was returned for service where a failure code 550 was found into the event history. The facility's biomed was contacted by the baxter service facility. They have no record of any patient incident involving the pump since the last baxter service event.